Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant the right atrial (ra) lead was placed in the atrium twice and both times the lead dislodged after approximately five minutes. The lead was removed and another type of lead was implanted. No patient complications have been reported as a result of this event.